Event description:
It was reported that during a laparoscopic cholecystectomy the sheath of the device broke during the case at the proximal end where it attached to the white cap/port (flange). Insufflation was lost the procedure was stopped to replace the device and re-insufflate the belly to finish the case. There was no pt injury. Add'l info was requested, but no add'l info was provided. A supplemental report will be sent if add'l info is rec'd.

Manufacturer narrative:
Final device evaluation showed that the device was returned to the MFR with the proximal housing detached from the cannula sleeve. No functional testing could be performed on the device sleeve due to its conditions. The obturator was visually and functionally acceptable. The device history record was reviewed and no discrepancies were noted.